Event description:
Same case as MFR. Report #3005099803-2008-06836. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, removal difficulties were encountered. The lesion was located in the common bile duct (cbd). The 0.035 jagwire guide wire was placed and the 7 fr/5 cm flexima biliary stent delivery system (sds) was advanced to the lesion. Following deployment, the guide wire became stuck inside the stent's delivery catheter and was unable to be removed. It was not known how the device was removed. The procedure was completed with another of the same guide wire. No pt injuries or complications were reported. The pt's status is reported as "well".